Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, fio2 error was observed. The device's oxygen blending module assembly and fio2 tubing were replaced to address the issue.